Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address disassociation of the liner from the cup, extreme metallosis, necrotic bone in the proximal femur.

Manufacturer narrative:
Additional narrative: the complaint states second revision performed on (B)(6) 2016 at (B)(6) due to metal bearing dissociation and pain around the hip. Patient underwent first revision thr on (B)(6) 2006 at (B)(6). This revision was due to the failure of the primary thr where the ceramic head/ liner had fractured into pieces. At the time of the revision surgery, a decision was made to make use of a metal on metal articulation due to the concerns over ceramic debris in the joint. An s rom stem with pinnacle mom articulation was used. Current x rays show that the metal bearing has dissociated from the pinnacle shell and that the head appears to be articulating within the shell. On opening the joint, extreme black metallosis was found with both the tissue and joint fluid being stained black. The metal insert was found loose. Bone around the proximal femur and femoral sleeve was necrotic and limited, however the stem appeared to be well fixed. Due to difficulty accessing the acetabular component and the fact that the screw heads has been worn by the previous head (and could not be removed) ,the decision was made to leave this in situ (also due to the patients age). The metal bearing insert was replaced with a poly insert, and a new head impacted on the s rom stem left in situ. A complaint database search and review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.